Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. Photographs were provided, which showed the intraoperative site with the tibial body connected to the diaphyseal segment. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11 - concomitant devices - orthopedic salvage system modular proximal tibial body 9cm. Catalog #: 161027 lot #: 510700, orthopedic salvage system 3cm diaphyseal segment. Catalog #: 150464 lot #: 517270. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-04217, 0001825034-2020-04218, and 0001825034-2020-04387.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: orthopedic salvage system modular proximal tibial body 9cm catalog #: 161027 lot #: ni, orthopedic salvage system femoral diaphyseal coupler 30cm catalog #: 150463 lot #: ni report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-04218.

Event description:
It is reported that during a knee arthroplasty revision to address unrelated reasons, the surgeon attempted to adjust the tibial length. However, after removing the screws between the tibial body and diaphyseal segment, the surgeon was unable to disengage the implant taper lock. The surgery was completed without extending the tibial length and it is unknown whether an additional surgery has been planned, however, the surgeon has requested further instructions in order to lengthen the tibia at a later date. Attempts have been made, however, no additional information is available at this time.